Event description:
An abutment screw fractured inside implant. The surgeon had to perform an add'l surgical procedure to remove the abutment screw from the implant. The implant is still in the pt's mouth.